Event description:
It was reported while using bd intima-ii closed IV catheter system foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the nurse was going to give transfusion to the patient. When the indwelling needle is found to be badly stained during preparation and the package is not damaged, when using the indwelling needle, the nurse of department of osteology ii found that the package of the indwelling needle was complete, and there were black stains on the heparin cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the nurse was going to give transfusion to the patient. When the indwelling needle is found to be badly stained during preparation and the package is not damaged, when using the indwelling needle, the nurse of department of osteology ii found that the package of the indwelling needle was complete, and there were black stains on the heparin cap.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2054845. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph of the affected has been provided. Our engineers noted that the photo displayed a black foreign material on the adapter body. The issue has been confirmed. Unfortunately, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.